Manufacturer narrative:
Per -7102 final report: additional information including operative notes, whether trinity instruments were used to prep the screw holes, whether the shell was fully impacted within the acetabulum prior to the insertion of any screws, whether the correct angulation (as per the trinity op tech) used when implanting the screws, whether the patient has experienced any issues post-op and whether the surgeon will have any additional follow-up with the patient was requested in order to progress with the investigation of this event. The reporter confirmed that the patient was not experiencing any issues and was not scheduled for any additional follow-up. It could not be confirmed whether or not the correct angulation was used and it was found that there was a gap post-op between the patient's acetabulum and the shell. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Additionally, corin has not received any other reports regarding devices from these batches. Based on the above, no further investigation can be conducted. It has been concluded that the screw most likely pulled through the shell intra-operatively as a result of the shell not being fully impacted within the acetabulum prior to the use of the screw as well as potential incorrect angulation. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
After surgery it was identified that the trinity cancellos bone screw had gone through the trinity acetabular shell. There was no reported patient impact.

Event description:
After surgery it was identified that the trinity cancellos bone screw had gone through the trinity acetabular shell. There was no reported patient impact.

Manufacturer narrative:
(B)(4) initial report. Additional information including operative notes, whether trinity instruments were used to prep the screw holes, whether the shell was fully impacted within the acetabulum prior to the insertion of any screws, whether the correct angulation (as per the trinity op tech) used when implanting the screws, whether the patient has experienced any issues post-op and whether the surgeon will have any additional follow-up with the patient has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.